Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral vein was achieved with a proglide device using the pre-close technique via a 9f sheath prior to an interventional atrial septal defect (asd) procedure. Reportedly, it was noticed, when pulling the suture out with the plunger, that the white link was thicker on a portion of it, like it had a tag on it. The asd procedure was completed. During closure, it was noticed the white link was too thick to fit in the suture trimmer. The end was cut off and the knot was tightened to successfully achieve hemostasis with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use indications section 4.0 stated that the perclose proglide suture mediated closure (smc) system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and pre-close technique are required. Based on the information reviewed, there is no indication a product quality issue.